Event description:
It was reported that during a stenting treatment procedure, a premature deployment occurred. Access was obtained through the femoral artery. The 6x70mm, 80% stenotic, de novo lesion was located in the non tortuous right common iliac. The physician predilated the lesion with an 4x80mm unspecified device. The physician then attempted to introduce the 6x79x1350 sentinol stent into the guide but it was stuck in the introducer. While pushing the device to get it into the guide the stent was delivered outside the patient. The procedure was not completed due to this event. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation: the sentinol stent delivery system (sds) was received inside a carrier tube (hoop) with no other devices. The shaft was kinked 2cm from the exterior hub. The stent was fully expanded off the stent delivery system (sds). The maximum outer diameter of the shaft was measured in three locations and all measurements met specification. Functional testing was performed by inserting and completely advancing the sds through a 6f introducer sheath without encountering any resistance. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a premature deployment occurred. Access was obtained through the femoral artery. The 6x70mm, 80% stenotic, de novo lesion was located in the non tortuous right common iliac. The physician predilated the lesion with an 4x80mm unspecified device. The physician then attempted to introduce the 6x79x1350 sentinol stent into the guide but it was stuck in the introducer. While pushing the device to get it into the guide the stent was delivered outside the patient. The procedure was not completed due to this event. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).